Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, for one patient, involving the unicel dxi 600 access immunoassay system. An elevated initial result of approximately 18 uiu/ml was obtained. Upon reanalysis, a lower result of approximately 2 uiu/ml was obtained. The erroneous result was released out of the laboratory and questioned by the physician. There has been no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the sample pump was missing an o-ring and the right transducer voltage would not adjust. The fse replaced the right transducer, the sample probe, and installed an o-ring in the sample pump. The fse performed passing quality control (qc) within the customer's established limits. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. The customer indicated quality control (qc) was performing within the laboratory's established limits on the date of the event. The patient sample was collected in a serum sample tube.

Manufacturer narrative:
Additional information: upon further review of the customer-supplied archive data, there was no indication of hardware or systemic failure despite the findings by the field service engineer (fse) during system service. The archive data indicates, between (B)(6) 2012, five hundred sixty-two (562) thyroid-stimulating hormone (tsh) results were generated from the instrument. Of the 562 results, only one value was questioned. Further analysis of the archive file reveals no significant flags that would indicate a systemic hardware failure. The archive file further indicates the customer manually stopped the instrument on (B)(6) 2012; no significant flags occurred during this time. It is also noted blank samples were reanalyzed within approximately two hours.